Manufacturer narrative:
(B)(4): do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the sheath kinked during advancing the proglide into the arteriotomy. The physician had difficulty removing the proglide from the anatomy. The nick and spread was widened and the proglide was removed without incident. The puncture was a "high stick", above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks. Hemostasis was achieved using a second proglide device. The physician reported that the patient kept moving her leg a lot during the procedure and during the closing of the arteriotomy. There were no report adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.